Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. The 95% stenosed target lesion was located in the moderately tortuous renal artery. An 18mmx50cm 2d interlock coil was selected for use. During the procedure, it was noted that the coil became early detached in the catheter middle part, where the main coil and the arm of the delivery wire were separated. The coil was pulled out from the patient's body and the procedure was not completed. No patient complications were reported.